Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with six infusion sets in the past three months. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.